Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jul-23 reporting that they met with a representative at the pain clinic and they made sure the patient's settings were correct. No further complications were reported.

Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) had been turned off for an MRI. When it was turned back on, it was not on the right setting and the right leg had been going crazy. This had occurred at least a couple of months ago. The patient planned to meet a manufacturer representative for adjustment to the right setting. No further complications were reported.